Manufacturer narrative:
Citation: tannas j et al. Prospective comparison between three tavr devices: acurate neo vs. Corevalve vs. Sapien xt. A single heart team experience in patients with severe aortic stenosis. Catheterization and cardiovascular interventions. 2017; 90:139-146. Doi. 10.1002/ccd.26837 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding comparison between three transcatheter aortic valve replacement (tavr). All data were collected from a single center between 2012 and 2014. The study population included 162 patients (predominantly female; mean age 82 years), 56 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: increased mean gradient, moderate/severe aortic regurgitation, valve embolization/migration, second valve implant, coronary artery obstruction, periprocedural myocardial infarction, stroke, cardiac perforation, cardiac tamponade, major vascular complications, bleeding, emergency surgical intervention, and permanent pacemaker implant. Based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.